Event description:
Healthcare professional reported, right side rupture of the internal capsule. Textured prosthesis ruptured, benign calcifications. Device was explanted and replaced with non-allergan brand. This record relates to the right side.

Event description:
Healthcare professional reported right side rupture of the internal capsule, textured prosthesis ruptured. Device was explanted and replaced with non-allergan brand. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: yellow particles on the surface of the shell.

Event description:
Healthcare professional reported right side rupture of the internal capsule, textured prosthesis ruptured. Device was explanted and replaced with non-allergan brand. This record relates to the right side.